Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of the atrial activity on the left ventricular (lv) lead channel. Technical services (ts) was consulted and although pacing inhibition occurred, it was noted that the right ventricular pacing was conducting to the lv and being blanked by the device. Ts advised on programming enhancements. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of the atrial activity on the left ventricular (lv) lead channel. Technical services (ts) was consulted and although pacing inhibition occurred, it was noted that the right ventricular pacing was conducting to the lv and being blanked by the device. Ts advised on programming enhancements. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that false atrial tachy response (atr) episodes were stored due to far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted, and it was also noted that the left ventricular (lv) lead continues to exhibit oversensing as well as intermittent pacing inhibition. Ts advised on further programming enhancements. No adverse patient effects were reported. This device remains in service.